Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a (B)(6) year-old patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion /no occlusion on left side" (seriousness criterion medically significant) and device difficult to use "difficult essure placement due to tubal spasms". The patient's past medical history included parity 3 ((B)(6) 2005, (B)(6) 2007, and (B)(6) 2013), pap smear abnormal, panic attacks, gerd, kidney stones and colposcopy. Previously administered products included for birth control: depo provera from 2007 to 2008. Concurrent conditions included pain in hip, back muscle spasms, back pain, diaphoresis, nose bleeds, sneezing, tinnitus, dizziness, confusion and body mass index normal. Family history included bipolar disorder (depression- mother), renal disease (father), heart failure (father) and peripheral vascular disease (fat). Concomitant products included etonogestrel from (B)(6) 2013 to (B)(6) 2014 for birth control as well as anaesthetics (anesthesia) and dicycloverine hydrochloride (bentyl) since (B)(6) 2017. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdominal"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced the first episode of migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the second episode of migraine ("migraines"). The patient was treated with surgery (removal of essure in (B)(6) 2015) and surgery (left tubal ligation (falope ring)). At the time of the report, the pelvic pain, genital haemorrhage, the last episode of migraine, dysmenorrhoea, dyspareunia, headache, nausea, abdominal pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, nausea, pelvic pain, vaginal discharge, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: discrepant information noted -in the pfs its mentioned that plaintiff is currently planning for essure removal, whereas in the previous summons its mentioned that she had underwent a removal of esure on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. On (B)(6) 2014 and (B)(6) 2014 patient underwent hysterosalpingogram test for essure confirmation resulted in unilateral occlusion (right tube occluded) no occlusion on left side. Left side tubal ligation with falope ring needed. On (B)(6) 2013 had hysterosalpingogram test resulted in there is satisfactory location of the micro inserts bilaterally. However, there is opacification of the fallopian tubes with free spill identified bilaterally quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2018: pfs received-reporter added, patient historical and concomitant condition, historical and concomitant drug added,family history added, product information updated, patient demographics and lab data added.event added as follows:-dysmenorrhea,dyspareunia,device ineffective(tubal patency), migraines, headaches, nausea,pain abdominal,vaginal discharge. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a (B)(6) year-old patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult essure placement due to tubal spasms" and device ineffective "unilateral occlusion /no occlusion on left side" (seriousness criterion medically significant). The patient's past medical history included parity 3 ((B)(6) 2005, (B)(6) 2007, and (B)(6) 2013), pap smear abnormal, panic attacks, gerd, kidney stones and colposcopy. Previously administered products included for birth control: depo provera from 2007 to 2008. Concurrent conditions included pain in hip, back muscle spasms, back pain, diaphoresis, nose bleeds, sneezing, tinnitus, dizziness, confusion and body mass index normal. Family history included bipolar disorder (depression- mother), renal disease (father), heart failure (father) and peripheral vascular disease (fat). Concomitant products included etonogestrel from (B)(6) 2013 to (B)(6) 2014 for birth control as well as anaesthetics (anesthesia) and dicycloverine hydrochloride (bentyl) since (B)(6) 2017. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdominal"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced the first episode of migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of migraine ("migraines") and fallopian tube spasm ("difficult essure placement due to tubal spasms"). The patient was treated with surgery (removal of essure in (B)(6) 2015) and surgery (left tubal ligation (falope ring)). At the time of the report, the pelvic pain, genital haemorrhage, the last episode of migraine, dysmenorrhoea, dyspareunia, headache, nausea, abdominal pain, vaginal discharge and fallopian tube spasm outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube spasm, genital haemorrhage, headache, nausea, pelvic pain, vaginal discharge, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: discrepant information noted -in the pfs its mentioned that plaintiff is currently planning for essure removal, whereas in the previous summons its mentioned that she had underwent a removal of esure on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. On (B)(6) 2014 and (B)(6) 2014 patient underwent hysterosalpingogram test for essure confirmation resulted in unilateral occlusion (right tube occluded) no occlusion on left side. Left side tubal ligation with falope ring needed. On (B)(6) 2013 had hysterosalpingogram test resulted in there is satisfactory location of the micro inserts bilaterally. However, there is opacification of the fallopian tubes with free spill identified bilaterally. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-feb-2018: correction was done on 05-feb-2018 following company internal coding review, the event difficult essure placement due to tubal spasms was split to meddra llt device insertion difficult and fallopian tube spasm. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a 28-year-old patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult essure placement due to tubal spasms" and device ineffective "unilateral occlusion /no occlusion on left side" (seriousness criterion medically significant). The patient's past medical history included parity 3 (08sep2005, 25oct2007, and 04oct2013), pap smear abnormal, panic attacks, gerd, kidney stones and colposcopy. Previously administered products included for birth control: depo provera from 2007 to 2008. Concurrent conditions included pain in hip, back muscle spasms, back pain, diaphoresis, nose bleeds, sneezing, tinnitus, dizziness, confusion and body mass index normal. Family history included bipolar disorder (depression- mother), renal disease (father), heart failure (father) and peripheral vascular disease (fat). Concomitant products included etonogestrel from 15-nov-2013 to 14-nov-2014 for birth control as well as anaesthetics (anesthesia) and dicycloverine hydrochloride (bentyl) since november 2017. In (B)(6)2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdominal"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In september 2016, the patient experienced the first episode of migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of migraine ("migraines") and fallopian tube spasm ("difficult essure placement due to tubal spasms"). The patient was treated with surgery (removal of essure in mar-2015) and surgery (left tubal ligation (falope ring)). At the time of the report, the pelvic pain, genital haemorrhage, the last episode of migraine, dysmenorrhoea, dyspareunia, headache, nausea, abdominal pain, vaginal discharge and fallopian tube spasm outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube spasm, genital haemorrhage, headache, nausea, pelvic pain, vaginal discharge, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: discrepant information noted -in the pfs its mentioned that plaintiff is currently planning for essure removal, whereas in the previous summons its mentioned that she had underwent a removal of esure on march2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. On (B)(6) 2014 and 20jun2014 patient underwent hysterosalpingogram test for essure confirmation resulted in unilateral occlusion (right tube occluded) no occlusion on left side. Left side tubal ligation with falope ring needed. On (B)(6)2013 had hysterosalpingogram test resulted in there is satisfactory location of the micro inserts bilaterally. However, there is opacification of the fallopian tubes with free spill identified bilaterally quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: the case will be deleted from bayer pv database because this is a duplicate from 2014-117046 case. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (removal of essure in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered pelvic pain, genital haemorrhage and migraine to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this non-medically and spontaneous case report received via lawyer/attorney refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and excessive and abnormal bleeding, both events are serious due to medical importance and are anticipated in the reference safety information for essure. Other non-serious event was reported. In this particular case, after about one year and three months of use patient had essure removed. Pain of varying intensity and length of time may occur and persist following essure placement. Although neither plaintiff's medical history was provided nor the exact date, given event's nature a causal relationship with the suspect insert cannot be excluded. In addition, changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, causality between this event and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is expected. Further information is expected through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this non-medically and spontaneous case report received via lawyer/attorney refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and excessive and abnormal bleeding, both events are serious due to medical importance and are anticipated in the reference safety information for essure. Other non-serious event was reported. In this particular case, after about one year and three months of use patient had essure removed. Pain of varying intensity and length of time may occur and persist following essure placement. Although neither plaintiff's medical history was provided nor the exact date, given event's nature a causal relationship with the suspect insert cannot be excluded. In addition, changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, causality between this event and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected through the litigation process.